Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded at (B)(4) due to the expire of stock period after visual inspection. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that angiography revealed subcutaneous leak at the distal end from the surecuff of catheter on (B)(6) 2016. Before the angiography, the patient complained of pain and the subcutaneous swelling was found near the sure cuff during heparin lock. The catheter was implanted for tpn via the right external jugular vein on (B)(6) 2015. Difficulty in flushing was found though aspiration was possible on (B)(6) 2016. After removal of catheter, leak was not confirmed by leakage test outside of body. Also, the fibrin sheath was not observed in the angiographic image.